Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customers reported issue statement. Note: posey instructions for use warning statement: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. After changing batteries, test the alarm for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. (B)(4).

Event description:
Customer reported the unit will not power on. Customer aldo reported there is some corrosion around the springs in the battery compartment. The issue was discovered during setup, but the date was not provided. There was no patient contact or injury reported.